Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber was found leaking water from a crack between the base and the dome of the chamber during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed chamber found no visible damage or cracks to the chamber dome. Conclusion: the reported crack was not confirmed. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber was found leaking water from a crack between the base and the dome of the chamber during patient use. There was no patient harm reported.